Event description:
It was reported that stent dislodgement occurred. A 7.0x60x75cm express ld vascular was selected for use. The device was unable to cross the lesion and the stent dislodged. The procedure was completed with another stent. There were no patient complications and the patient's status was good.